Event description:
It was reported that the patient was seen in ER due to dizziness after receiving a hv shock. Alerts were seen on the device for possible output circuit damage and out of range hv lead impedance. Review of egms showed one therapy was delivered, but subsequent therapies were aborted. The ICD was explanted and the lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The anomaly observed in the field was confirmed in the laboratory. Analysis found damage to the high voltage circuitry. The cause of the damage could not be determined.